Event description:
Balloon catheter did not hold negative pressure during pre-op check. Physician requested that the catheter be handed off and replaced. The catheter that malfunctioned was not used on a patient. Replacement catheter did hold negative pressure and was used without incident.